Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high thresholds and loss of capture on the right atrial (ra) lead. The patient didn't experience asystole. It was noted the thresholds had been high for the past year. The ra lead was surgically abandoned and replaced. This pacemaker remains in service. No additional adverse patient effects were reported.